Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. The customer reported a blood glucose (bg) level of 300 (mg/dl). A manual injection was delivered to address bg level. During troubleshooting with tandem technical support, the pump display powered on when plugged into a power source. The customer will use manual injections for insulin therapy.